Event description:
During a review of the 2025 version 3 broselow tape from airlife manufacturing / (B)(4), it was found that the dosing card reference contains incorrect information for vecuronium and flumazenil. Under "pre-ris/rsa neuromuscular blockers" vecuronium IV/io is listed with a dose of 0.1mg/ml. This should read 0.1mg/kg. The second error concerns flumazenil IV/io under the "toxicology" section, which lists the dose as 0.1mg/kg, but the dose should be 0.01mg/kg. No error has reached a patient at this time, but all local users have been made aware of this potential error. The issue has also been sent to airlife medical with no response.